Event description:
A consumer reported this product was used dermatologically by her physician approx three years ago. She reports a welted half-moon shape mark and a line of demarcation beneath her left eye and a purple hue with darkness under the pale white transparent skin beneath her right eye. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the mfg documentation. This product is not approved nor have we conducted studies for dermatological use. No conclusions can be drawn. This report mailed in to FDA on: 3/26/08. Additional info was requested by phone and by mail on 2/29/08.